Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia with blood glucose level of 37 mmol/l. The customer was treated with infusion. Customer also reported that the insulin pump had insulin flow blocked alarms. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump was not returned for analysis.